Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of loss of capture (loc). Also perforation and pericardial effusion allegations were not confirmed trough laboratory analysis. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure. FDA 3500a section device codes, f10: a new code was added. Section adverse event or product problem, b5: additional information was received.

Event description:
It was reported that during a routine follow up, loss of capture (loc) was noted and a perforation later was confirmed. While trying to repositioned this right ventricular (rv) lead exhibited, helix issues. This lead was then successfully replaced. No additional adverse patient effects were reported. Additional information was received. Boston scientific technical services (ts) discussed intermittent noise was also seeing in the rv channel with vp complexes and larger deflections in regular pattern that occasionally line up with vp.

Manufacturer narrative:
Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence.

Event description:
It was reported that during a routine follow up, loss of capture (loc) was noted and a perforation later was confirmed. While trying to repositioned this right ventricular (rv) lead exhibited, helix issues. This lead was then successfully replaced. No additional adverse patient effects were reported. Additional information was received. Boston scientific technical services (ts) discussed intermittent noise was seeing in the rv channel with vp complexes and larger deflections in regular pattern that occasionally line up with vp. Device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of loss of capture (loc). Also perforation and pericardial effusion allegations were not confirmed trough laboratory analysis. (B)(4).

Event description:
It was reported that during a routine follow up, loss of capture (loc) was noted and a perforation later was confirmed. While trying to repositioned this right ventricular (rv) lead exhibited, helix issues. This lead was then successfully replaced. No additional adverse patient effects were reported.